Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hemangioma of liver, narcolepsy, seizure, blood pressure high, migraine, bladder infection, uterine bleeding, polycystic ovaries, morbid obesity, asc-us, tobacco user, uterine leiomyoma, cervix inflammation, nicotine dependence and adenomyosis. Body mass index (bmi) 45.0-49.9. Concomitant products included: amfetamine aspartate; amfetamine sulfate;dexamfetamine saccharate; dexamfetamine sulfate (adderall), levetiracetam (keppra), medroxyprogesterone acetate (provera), methylphenidate hydrochloride (ritalin) and metoprolol. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain, lower stomach"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2018, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast and bacterial vaginosis") with vaginal discharge. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen and surgery (robotic assisted laparoscopic hysterectomy bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, abdominal pain lower and dyspareunia had resolved. And the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, bacterial vaginosis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure - 58565. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009, total bilateral occlusion: successful fallopian tube obstruction. Essure devices noted. Pregnancy test urine: on an unknown date, negative. Most recent follow-up information incorporated above includes: on (B)(6) 2020, extension of expected date of next report. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemangioma of liver, narcolepsy, seizure, blood pressure high, migraine, bladder infection, uterine bleeding, polycystic ovaries, morbid obesity, asc-us, tobacco user, uterine leiomyoma, cervix inflammation, nicotine dependence and adenomyosis. Body mass index (bmi) 45.0-49.9,. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), levetiracetam (keppra), medroxyprogesterone acetate (provera), methylphenidate hydrochloride (ritalin) and metoprolol. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain, lower stomach"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6)2018, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast and bacterial vaginosis") with vaginal discharge. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen and surgery (robotic assisted laparoscopic hysterectomy bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, abdominal pain lower and dyspareunia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, bacterial vaginosis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: essure -58565. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion successful fallopian tube. Obstruction. Essure devices noted.. Pregnancy test urine - on an unknown date: negative.. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received : events outcome updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemangioma of liver, narcolepsy, seizure, blood pressure high, migraine, bladder infection, uterine bleeding, polycystic ovaries, morbid obesity, asc-us, tobacco user, uterine leiomyoma, cervix inflammation, nicotine dependence and adenomyosis. Body mass index (bmi) 45.0-49.9,. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), levetiracetam (keppra), medroxyprogesterone acetate (provera), methylphenidate hydrochloride (ritalin) and metoprolol. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain, lower stomach"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2018, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast and bacterial vaginosis") with vaginal discharge. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen and surgery (robotic assisted laparoscopic hysterectomy bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, dysmenorrhoea, abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain lower, bacterial vaginosis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure -58565 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion successful fallopian tube obstruction. Essure devices noted. Pregnancy test urine - on an unknown date: negative. Amendment: the report was amended for the following reason: FDA codes added( ppc and dpc added). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemangioma of liver, narcolepsy, seizure, blood pressure high, migraine, bladder infection, uterine bleeding, polycystic ovaries, morbid obesity, asc-us, tobacco user, uterine leiomyoma, cervix inflammation, nicotine dependence and adenomyosis. Body mass index (bmi) 45.0-49.9,. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), levetiracetam (keppra), medroxyprogesterone acetate (provera), methylphenidate hydrochloride (ritalin) and metoprolol. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain, lower stomach"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2018, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast and bacterial vaginosis") with vaginal discharge. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen and surgery (robotic assisted laparoscopic hysterectomy bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, dysmenorrhoea, abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain lower, bacterial vaginosis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: essure -58565 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion successful fallopian tube obstruction. Essure devices noted. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), yeast and bacterial vaginosis, dysmenorrhea (cramping), pain, vaginal discharge, dyspareunia (painful sexual intercourse) and pain lower stomach were added. Medical history, lab data, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.